Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: no battery cap was returned with the pump, so all testing was performed with a test battery cap. The test battery cap was able to fully tighten to the pump. The battery compartment had cracks that were observed in the thread area and below the grip pad. There was evidence of moisture contamination inside battery compartment. There was an unexplainable pump reboot event observed in the device's black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. A leak test showed that there was a leak at the battery compartment. There was evidence of additional moisture contamination inside pump, on vibrator driver circuit and other associated electrical components. Due to internal moisture contamination in vibrator driver circuit, the vibration motor was unresponsive.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that moisture was evident in the battery compartment. Reportedly, the pump was experiencing an intermittent power issue. A blood glucose less than 70mg/dl, with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.